Event description:
It was reported that the patient experienced blood glucose (bg) of 250-600 mg/dl with nausea, emesis, shortness of breath, and headache for two days. The patient confirmed that she replaced the infusion site two days ago prior to the bg elevation and had not replaced it since that time. The patient stated that her bg responded to correction via syringe but did not respond adequately when boluses were delivered via the pump. She reported that her bg was 140 mg/dl at the time of the contact with customer support (cs). She denied any issues with the infusion site, cannula, tubing, or cartridge. However, she noted that the cartridge and infusion set were both expired. The patient reviewed the pump with cs and they determined that there were no obvious malfunctions and no issues with insulin delivery according to the pump history. She denied new medications or illness; she stated that her level of activity or food intake has not changed. The complaint is being reported as user error because the patient did not replace the infusion set after two unexplained elevated bg readings per instructions and because the patient was using supplies that were expired. Both errors are likely contributors to this adverse event.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.